Manufacturer narrative:
This MDR is related to ge healthcare (B)(4). The ge service rep reseated the system interface board. The system is working as intended.

Event description:
The customer reported that the system booted up with control panel error. After a reboot, the system booted to all blocks. No pt injury was reported.